Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was unable to test for air bubble anomaly due to prime anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that his blood glucose level was almost 500 mg/dl while in school. They tried changing the infusion sets, site, and insulin but his blood glucose level was not coming down. The customer treated his high blood glucose level manually with shots. He was thirsty, sweat, and slightly nauseous. The customer was observed by the school nurse. The infusion set happened to have gaps. The insulin was not stored at room temperature. The customer was advised that the device would be replaced and agreed to return the product for analysis.